Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor has no images. Upon troubleshooting, philips field service engineer (fse) reviewed the logs onsite and found that the bodyguard sensor sensing collision even with no physical impact and the sensors in tube cover has low bodyguard sensor counts. Fse replaced tube bodyguard sensor. After replacing the tube bodyguard sensor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor has no images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.